Event description:
In 2003 a patient successfully received a gore excluder bifurcated endoprosthesis to treat an abdominal aortic aneurysm. On a recent follow up CT scan in 2006 it was apparent the patient's aneurysm had grown by 1 cm. A decision was made to reline both the ipsilateral and contralateral sides of the device to prevent further aneurysm growth. On date of event a relining of the endograft was successfully performed using the gore excluder aaa endoprosthesis. The physician attributed the aneurysm growth to endotension, secondary to the first generation grafts higher degree of permeability. The patient is reported to be doing well post operatively.

Manufacturer narrative:
This event is associated with two devices, the first device, an iliac extender component. The second device, a contralateral leg component, is associated with medwatch 2953161-2006-00056.